Event description:
Bvi received a complaint regarding rycroft cannulas (product ref#: 581273 and #: 581280) detaching from 1 ml and 3 ml syringes during intraocular irrigation procedures. The affected devices were supplied to the customer as part of a procedural pack. The issue reportedly occurred intraoperatively on three separate occasions, resulting in posterior capsule rupture in all three patients. Posterior capsule rupture is a recognized serious complication of ocular surgery and can lead to additional severe consequences. While detailed clinical information - such as follow-up treatments and patient outcomes - is not currently available, the described outcome constitutes a potentially serious deterioration in a patient's health. Due to limitations in the complaint description, it is not possible to definitively associate each affected patient with a specific product reference number. Therefore, two separate reports will be submitted- one for product ref#: 581273, MFR report#: 1211998- 2025-00004 and one for product ref# 581280, MFR report#: 1211998-2025-00005. Both reports will reference the same known total number of affected patients (n=3) to ensure transparent and accurate reporting.

Manufacturer narrative:
Additional information will be provided following investigation conclusions.

Manufacturer narrative:
The initial complaints were submitted using part numbers 581273 and 581280, as reported by the customer. However, further investigation revealed that the cannulas used in the reported procedures originated from kit ref 592029, which contains non-sterile cannula versions (ref 585738 and 585736) manufactured at the juarez facility. Depending on the customer order, these cannulas are either: 1. Packaged as sterile shelf stock under ref 581273 and 581280, or 2. Supplied as non-sterile kit components under ref 585738 and 585736, which are subsequently sterilized within the kit. The kit label (ref 592029) lists the kit components generically but does not display the individual component part numbers. Consequently, the customer identified and reported the issue using the stock shelf part numbers rather than the kit component references. For traceability and consistency with the customer report, the complaints are being maintained under ref 581273 and 581280. The bvi quality assurance department has followed its internal procedures to investigate the complaint. The investigation included a review of current process controls and the DHR. All manufacturing operations were recorded, and all signatures and dates were present. No nonconformities were identified in the manufacturing process for the affected product. The video footage provided by the customer suggests that the issue resulted from the assembly technique, specifically the use of the sheath to tighten the syringe. This practice is not recommended, as it can lead to detachment. Proper assembly requires hand-tightening at the hub of the cannula and the top of the syringe. The root cause has been identified as improper assembly technique by the end user. After a thorough investigation of the complaint, it has been determined that no corrective or preventive actions will be initiated. The issue reported does not indicate a systemic or recurring problem, and no further action will be taken at this time. The complaint has been acknowledged per customer information and added to bvi records. Bvi will continue to monitor feedback from our customers and take appropriate action if an unfavourable trend is observed.